Event description:
It was stated that the downstream occlusion seal is falling off the device. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Received one device, confirmed customers complaint, during visual inspection found that the downstream occlusion sensor (dso) seal was delaminated. Replaced the downstream occlusion seal. Updated software. Performed dso/upstream occlusion sensor (uso) calibration. Performed performance verification tests, unit passed all testing criteria.